Event description:
It was reported there was no stimulation sensation. It was noted pt stimulation turned off randomly. It was determined that it could be end of life. Longevity calculation was performed to estimate implantable neuro stimulator (ins) battery life. Company representative stated he got "question marks (???)" In results of the impedance test. At the time of this report, no further info was reported. Additional info was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).